Event description:
Pt was treated for a burst fracture and was implanted at t11-l3 with 6.0mm ti pangea polyaxial dual core screws, ti pangea locking caps, and 6.0mm ti hard rods 150mm. Pt was in rehab and apparently fell. Follow-up x-ray taken showed the rods had slipped out of the screws at l3, the locking caps remain in position. Surgeon is observing the pt and has no plans to revise at this time. This report is # 1 of 3 for the same event.

Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Subject device remains in the pt. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.